Event description:
It was reported the device was used during a laparoscopically assisted vaginal hysterectomy. It was reported the clip applier would fire clips but they would not hold on the tissue. The rep was told by an or staff member another device was opened to complete the case. There was no consequence to the pt.